Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 13-sep-2025 the user reported an ¿unable to proceed¿ alert during a supply change. The user had already removed all supplies, confirmed the pump was fully charged, and attempted to rewind before the alert appeared. The device could not proceed with the operation and was deemed nonfunctional. A replacement ilet was arranged to restore therapy. The user reported no blood glucose impact, no symptoms, and no need for medical assistance.